Manufacturer narrative:
Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product was not returned for the investigation. Instead, a picture explaining the complaint narrative was provided via email. The picture showed a foreign material; however, the complaint could not be confirmed as no product was returned for analysis. As the material was not recovered and returned for the investigation, the customer's observation could not be confirmed and no probable cause could be determined. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d4 - lot numberl#: unknown/ not provided section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI #: unknown as product serial number was not provided. Section d6a - implant date: not applicable. Healon is not an implantable device. Section d6b - explant date: not applicable. Healon is not an implantable device; therefore, not explanted. Section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown as product serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when using the healon device, a foreign material came out of the needle and entered the patients eye. The foreign material was removed and the operation was completed. There was no patient injury and no further details were provided.

Manufacturer narrative:
Additional information and corrected data: upon further review of the file it was noted that a follow-up report is required. Therefore, this supplemental filing is to update the following fields per new information received: section b5 - describe event or problem: through follow-up it was confirmed that the product was discarded. Section d4 - lot number: um31200. Section d4 - expiration date: 31-mar-2026. Section d4 - unique identifier (UDI) number: (B)(4). Section h4 - device manufacture date: 30-apr-2023 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.